Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube had coating peeling due to deterioration. Due to a pinhole on the bending section cover, water tightness was lost. Additionally, the adhesive around the bending section cover had a chip. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The connecting tube had a dent and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited that the coat of the image guide pipe was peeling off. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, an external factor, or handling of the device. It was confirmed that instructions, chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.